Event description:
The nurse reported opening a pak and found rust on the trocar. The nurse stated the rust like material was wiped off with a 4 x 4 gauze and the trocar was used. No samples were saved, as the trocars were discarded immediately following the cases. Add'l info received stated the surgeon examined the pt post operatively and did not see any particulates in the eye. The pt is doing well with no inflammation noted. No pt injury was reported.

Manufacturer narrative:
The samples were discarded by the customer. It was reported to the FDA district office in 2009, that alcon initiated a voluntary recall for these trocar blades that have a potential for oxidation. All recall related info has been communicated to the FDA district office. A recall reference number has not been issued by FDA as yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 05/07/2009.